Event description:
It was reported that telemetry could not be established with the device and that no pacing output was seen on surface ECG. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.